Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received the result of 25 mg/dl on the inform system compared back to back within 10 minutes of a result of 103 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 20 mg/dl at the time of the event. The customer stated that he bolused before dinner, went to relax, and ended up losing consciousness due to hypoglycemia. After the event, the insulin pump alarmed no delivery. Nothing further was reported.